Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k, the device experienced broken lid /cap/hemogard shield. This event occurred two times. The following information was provided by the initial reporter. The customer stated: this is a report about a damaged stopper of tube. According to the customer's verbatim report, "the gray rubber component inside the plastic cap was spreading out of the gap between them as if it was melting beyond the cap."

Manufacturer narrative:
The following fields were updated due to additional information: d9. Device available for evaluation? Yes. D9. Returned to manufacturer on: 08/08/2022. H.6. Investigation summary mat: 367846, lot: 1319211, bd received 2 samples 3 photos from the customer in support of this complaint. A visual examination of the samples and photos were performed and revealed ink on the hemogard closure, tubes, and tray. Bd was able to confirm the customer¿s indicated failure mode with the samples and photos provided. The exact cause for the customer's failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® edta 2k , the device experienced broken lid /cap/hemogard shield. This event occurred two times. The following information was provided by the initial reporter. The customer stated: this is a report about a damaged stopper of tube. According to the customer's verbatim report, the gray rubber component inside the plastic cap was spreading out of the gap between them as if it was melting beyond the cap.